Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that an inop message speaker malfunction is displayed. He has replaced the speaker but the issue remained. No patient or user harm was reported.